Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. Infection, inflammation, and pain are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Baseline report previously filed.

Event description:
It was reported that following a posterior procedure in 2007, the pt experienced pain in the lower buttocks area, ischial rectal area. Pt did fine and presented on approx one and a half months later (after having been seen for three previous visits) with pain in the lower buttocks area, ischial rectal area. Pt was placed on vibramycin, sitz baths, motrin. There was some redness, some inflammation in the area and the question was an early bartholin's gland. But after further inspection/examination, rectal exam and tenderness in the ischial rectal fossa, no collection was felt. She was placed on vibramycin 100 mg bid, sitz baths tid and motrin 800 mg tid and was returned to the office in 48 hours. Pt returned to the office on two days later, still an area of tenderness. More inflammation, but there was still no pointing. Patient then returned on four days later, and was somewhat better. Stools were soft, normal bowel movements. Pt then presented on ten days later with a pinching feeling, redness, tenderness, and was having fluctuation in the bottom area on the right side. Local incision and drainage (I & d) was done. Cultures were done. Anaerobic and aerobic placed. Switched from vibramycin to augmentin. Cultures all came back sterile. Patient was then doing fine. Patient presented back on six days later, with tenderness and redness on the left side now. This was then opened, drained, and cultured. Patient responded well with drainage. Redness went away. The patient was seen back on the next day and two times in the following month. Patient was seen fifteen days later. Incisions are both healing excellent. No signs of redness or tenderness at all. Vaginal exam is completely normal. No tenderness, except the patient states that both of them are still draining serous discharge, which is a real nuisance. Otherwise, the patient is doing fine.